Event description:
As reported, during the procedure, after opening via17-154-45, it was found that the web could not be advanced out of the distal tip of the microcatheter. Left mca bifurcation aneurysm procedure. The aneurysm measured approximately 3.5 mm in average width, 3.6 mm in height, and had a 3 mm neck. A web w5-4-2 was planned and deployed; after final positioning, flow in the parent branches was satisfactory and detachment was attempted. However, detachment could not be achieved despite using four new wdcs. As there was only one w5-4-2 available, it was ultimately exchanged for a new web w5-4.5-2. After adjustments, the deployment result was satisfactory, detachment was successful, and the procedure was completed. The patient was reported to be fine.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.